Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced prime/fill anomaly. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported that the insulin was squirting out during the fill tubing process, insulin continues to drip after motor stops during the fill tubing process and unable to exit the load reservoir process. The customer did not receive complete status with next highlighted on the screen. No harm requiring medical intervention was reported. Mmt-1886 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Pump was received with unable to prime or seating. Unable to perform displacement test, prime/seating test, basic occlusion test, occlusion test, force sensor test due to unable to prime/seating. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and found no unexpected no delivery/occlusion alarm or motor error alarm on the event date of 09-jul-2024. Pump was cut open to perform visual inspection and found dried insulin on the motor slide and motor slice seal. Cleaned up the motor slice and motor slice seal and the motor prime/seating properly. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage on the pump case noted. Prime/fill anomaly was confirmed due to dried insulin found on motor slide and motor slide seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.